Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported no audio from the mx40. There was no report of patient injury or harm. It will be considered that the device was in use when the issue was found.